Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 02/05/2018, belt 04/19/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data indicates the patient received one appropriate treatment on the date of passing. Per the clinical review of the continuous ECG recording, an arrhythmia was detected while the patient was in vf at 08:56:41 on (B)(6) 2021. The patient received an appropriate treatment at 08:57:21. The patient's rhythm at the time of treatment was vf and the patient's post-shock rhythm was sinus bradycardia at 40 bpm. The patient's rhythm transitioned to vt at 200 bpm with CPR/motion artifact at 08:59:22. The patient's electrode belt was disconnected at 08:59:43, preventing the lifevest from detecting the arrhythmia. It was not reported who disconnected the electrode belt. Reporting event out of an abundance of caution as the lifevest was disconnected while the patient was in a treatable rhythm.